Manufacturer narrative:
Follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1701 and position 2: 1701. Evaluation summary: a user carton was returned for evaluation. Visual inspection of the carton contents revealed an unused, sealed insertion kit and assorted user documentation. No iab was observed to be present within the box. On 12/12/96, co was advised of an iab missing from a user carton at medical center. Upon investigation co discovered the following: 1. Iab in question, was shipped to the facility on 8/31/95. It was part of a shipment of two iabs sent to this account on that date. Federal express documentation indicated that the total shipment weighed 5.45 pounds. 2. Serial number did not appear on any other shipment in a check of co's computer files, only on order #c543524 for medical center. This type of complaint is extremely rare. Given co's packaging and shipping process, it is extremely unlikely that a kit could be shipped without an iab, although co's position is to assume the customer is correct. Below is a description of co's packaging process at that time: 1. Upon receipt of an order to ship, a user carton is assembled and an iab is taken from a carton of sterile iabs. This iab is placed, with an insertion kit, into the user carton. 2. Two corner labels are taken from label stock, and the serial number of the iab is copied from the y-fitting of the iab onto each corner label. The corner labels are then placed onto the user carton at opposite ends. 3. The user carton is then inspected by a second party to assure the serial number on the user carton label matches the serial number on the y-fitting of the iab in the carton. If the iab were not in the carton, the serial number could not be copied onto the corner label, or verified. 4. The carton is then taped closed and placed into the shipping carton for shipment to the account. 5. The serial number is copied onto the shipping order. The weight of this shipment (sent via federal express) is consistent with the weights recorded for similar iab shipments to this facility (via federal express). If the iab was not present in the user carton, the entire shipment would have weighed less. As your can see, the weight of the shipment is not consistent with the reported problem. This scenario makes it extremely unlikely that a kit can be shipped without an iab. Co does know of instances where an account may require a second iab in an emergency situation and the iab is taken from another kit, leaving the user carton - and the insertion kit - on the shelf. Co can only speculate on what may have occurred.

Event description:
The iab was missing from the user carton. There was an insertion kit but there was no iab. Event complications: unk-reported 12/12/96. Pt's current status: unk-rpt'd 12/12/96.